Event description:
It was reported that the vns study patient was experiencing an increase in seizures that resulted in hospitalization. The patient¿s treatment was subsequently modified and medications were added and adjusted. The patient¿s device was tested and showed normal device function. Prior to vns, the patient had 35 seizures per month but recently had 41 seizures with vns. The event was classified as severe but not life threatening. The event was possibly related to vns stimulation and unlikely related to vns implant. Attempts for additional relevant information have been unsuccessful to date.